Manufacturer narrative:
Device was used for treatment. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. The manufacturing records were reviewed and no complaint related issues were found.

Manufacturer narrative:
Investigation coordinated by synthes (B)(4). Report received indicates the measurable dimensions of the broken reamer were checked and found to be in compliance with the technical drawings and ao/asif specification. The examination of the raw material testing certificate and the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with ao/asif specification and with the international standard. Based on the provided information, the exact determination of the failure reason cannot be determined. It is possible that contact with other metallic materials (e.g. Bent guide wire) led to an instantaneous application of mechanical overload causing breakage of the instrument. No product fault could be detected.

Event description:
Device report from (B)(6) reports an event in (B)(6) as follows: during a procedure, the tip of the reamer broke off. The surgeon removed the broken reamer and then started to use a nail but it was not working. The surgeon then used a dhs set instead of pfna. The broken part was discarded of by the surgeon.